Event description:
The pt had a hand assisted laparoscopy sigmoid colectomy on (B) (6) 2010. End to end anastomosis was created with the car device. After 7 days with no bowel movement, the pt started having pain in his abdomen and came to the hospital in severe pain. The anastomosis had a complete dehiscence on the right side of the ring and a solid stool was found in the pt belly. The anastomosis was redone and the pt has fully recovered.

Manufacturer narrative:
This report is submitted on behalf of the MFR (B) (4), and the importer (B) (4). The device production history files were reviewed and found to be in order, indicating that the device was released pursuant to the product specs. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices. The current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.